Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on an unknown date. During the procedure, the taper became loose and disassociated from the baseplate. After repeated attempts at impaction, the taper engaged with the baseplate. Subsequently, two days post op on (B)(6) 2013, patient underwent an additional procedure due to disassociation of the taper from the baseplate. The taper was reattached to the baseplate and no products were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - approximately 2 days prior. Date explanted - product remains in the patient. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03389 / 03390).